Manufacturer narrative:
All inr results provided by pt are performed more than three hrs between two readings. Since time of test exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. As of (B)(6) 2011, 21 discrepant result complaints were reported for lot #243103 yielding a complaint rate of 0.025%. Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 2.8 inr. Date: (B)(6) 2011, lab: 3.6. Pt is home bound; nurse took blood for the lab. No changes in diet or medication.